Manufacturer narrative:
B1 adverse event and/or product problem: both adverse event and product problem.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," a specific value unknown. Elevated blood glucose was addressed with a manual correction injection. The customer changed supplies and resumed insulin. However, occlusions continued and a replacement pump was sent to the customer.